Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were responsive without delay. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "ok" button is intermittently responding and requires multiple presses with more force. The patient also indicated that the "ok" button lettering is worn off. The patient reportedly wears the pump in their pants pocket. The pump is reportedly exposed to a shower/bath during the day. This report is being made based on the alleged keypad malfunction.